Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
An email was received from ortho lab specialist reporting on behalf of customer of false negative reactions for one sample with known history of anti-little c. According to customer, site was performing parallel testing with one sample that was previously identified with anti-little c using tube method and another lot of ortho resolve panel a. Customer stated all little c positive cells reacted 1+ in tube method, but when testing was performed using 0.8% resolve panel a # vra285, in manual gel method, some little c positive cells failed to react. In fact, site was able to rule out little anti-c based on negative reactions notes with cell # 3 and #5 ( little c-positive cells). Testing was performed with gel cards (lot# not provided). Issue started on: (B)(6) 2017; email received on 10/16/17. Frequency: 1x. Sample ID: patient sample. Microtubes/wells or cell (donor #) affected: little-c positive cells. Methodology used: manual gel. Incubation time (for manual test only): 15 mins. Pattern observed: false neg. Customer was expecting: reactivity. Test repeated: yes. Result obtained by repeating: neg with cell # 3 and #5 even with 40 mins incubation. Method used to repeat: manual gel. All reagents passing visual inspection as well as serological qc. Results of testing were not reported to clinician, customer was doing parallel studies for manual gel method validation. No patient harm or injury reported. (B)(6) discuss antigen specificity on donor cells with site and titers of antibody. Customer is reporting incident for documentation.